Event description:
It was reported that the patient had a hematoma around the tube area. The ava was pulled out and a crack was found in the tube. There were no other patient complications reported. At present, the patient is in the ICU for further observation. Not returning the device, customer is holding the device.

Manufacturer narrative:
The customer is holding on to the device and is not going to return it at this time.